Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 30mm amplatzer cribriform occluder was selected for a procedure. The device was deployed successfully in the left atrial septum however, the left atrial disc would not flatten properly. The physician recaptured both discs and re-deployed, but the left disc formed a bulbous shape. The device was recaptured and removed from the body. The procedure was successfully completed by using a 30mm amplatzer cribriform occluder. The patient remained stable through out and post procedure. There was no significant delay in the procedure.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.